Manufacturer narrative:
It was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kishima, h. [Intrathecal baclofen therapy for cerebral palsy]. No shinkei geka. Neurological surgery. 2015;43(8):681-690. Doi: 10.11 477/mf.1436203102. Summary: in this paper, I will discuss in detail the summary, surgeries, effects, complications, and maintenance methods, etc. In itb therapy for cerebral palsy, along with some recent findings. Reported events: case 7, a (B)(6) female, (mixed type cerebral palsy, adult) was diagnosed with malignant syndrome due to clinical symptoms of withdrawal and the increase in cpk (>120,000u) in the course, and received intensive care management.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the event was caused by discontinuation of the medication intake. The patient was hospitalized due to rigidity of the whole body. No anomaly was observed by checking the pump and catheter movement, and other examinations. It was found that dantrium had not been taken since the last several days from this event, and determined that the event was caused by discontinuation of the medication intake. The patient recovered upon re-starting administration of dantrium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.